Manufacturer narrative:
PMA/510(k) # k172665. Continued: section g: 510k: k200972. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. An in vivo photo was provided showing the distal end of the device with a small protruding segment. However, we are unable to determine the complete nature of the damage to the device by the photo provided as only a portion of the distal end is visible and we are unable to definitively determine what the protruding segment pictured is. A photo of the lot number was not provided. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Separation of the cutting wire securing component and the catheter can occur if the tip of the sphincterotome is over flexed. The instructions for use caution the user with the following comment: ¿do not over flex or bow the tip beyond 90 degrees, as this may damage or cause the cutting wire to break.¿ prior to distribution, all tri-tome pc triple lumen sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook tri-tome pc triple lumen sphincterotome. It was reported that the tip came out and broke through the work channel [anchor separation]. When they unpacked the sphincterotome they didn't see or notice any defect. They were able to do sphincterotomy as usual. It was only at the end that they noticed "something sticking out" at the proximal end. They stated they were unable to tell if the wire is completely broken or just a part of it. Physician had introduced pancreatic stent, wanted to extract gallstones, had to cut papilla. Cut papilla without problem then noticed on the screen that something stuck out. When pulling back the sphincterotome they felt a light scratch in the working channel. Cook is interpreting this as cutting wire securing component separation. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
PMA/510(k) # k172665 investigation evaluation: the product said to be involved was returned in a clear plastic bag. Provided with the return was an open pouch from the lot number provided in the report. The label matches the product returned. The reported damaged area was circled on the pouch. The scope channel was also included in the return. An in vivo photo was provided showing the distal end of the device with a small protruding segment. However, we are unable to determine the complete nature of the damage to the device by the photo provided as only a portion of the distal end is visible and we are unable to definitively determine what the protruding segment pictured is. Our evaluation of the product said to be involved confirmed the report of a protruding segment. The distal end of the device was viewed under magnification. At the proximal end of the cutting wire the catheter was observed to be frayed with a small thin piece of frayed catheter extruding. The cutting wire was observed to be intact with no damage to the wire, though evidence of a cautery application was observed (blackening of the cutting wire). The cutting wire securing component/anchor has moved proximally from the intended location, but remains attached to the catheter. The cutting wire responds to handle manipulation without resistance. A clear substance was noted within the catheter. Reviewing the returned endoscope channel some deformation at one end's opening was noted under magnification, however no additional damage was observed during our review. A black substance was noted coating the exterior of the endoscope channel. Water was injected through the channel and leakage was not observed. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the product said to be involved confirmed the report of a protruding segment. At the proximal end of the cutting wire the catheter was observed to be frayed with a small thin piece of frayed catheter extruding. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The returned endoscope channel was reviewed and some deformation was observed at one of the openings of the channel. The protruding portion of the catheter is thin and bends easily, we are not able to confirm if it is the cause for this deformation. Prior to distribution, all tri-tome pc triple lumen sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook tri-tome pc triple lumen sphincterotome. It was initially reported that the tip came out and broke through the work channel. When they unpacked the sphincterotome they didn't see or notice any defect. They were able to do sphincterotomy as usual. It was only at the end that they noticed "something sticking out" at the proximal end. They stated they were unable to tell if the wire is completely broken or just a part of it. Physician had introduced pancreatic stent, wanted to extract gallstones, had to cut papilla. Cut papilla without problem then noticed on the screen that something stuck out. When pulling back the sphincterotome they felt a light scratch in the working channel. Cook initially was interpreting this information as cutting wire securing component separation. Per our evaluation of the returned device there is damage/flash at cutting wire hole. There is a section protruding at the patient end [subject of report]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.